Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and her glucose levels were 747mg/dl. It was stated that the customer was nauseated and dizzy at the time of the admission. It was reported that the customer was hospitalized, treated, and released for high blood glucose before. Troubleshooting was performed and the insulin pump passed the required tests. It was stated that the customer uses cold insulin into the reservoir. It was mentioned that the nurse noted air in the infusion set tubing.